Event description:
The intra-aortic balloon pump was transported to the hosp in a car trunk, and when it arrived to be used on a pt, it would not funciton. The pt expired during the time the pump was unavailable for use. There is no info that suggests that the pt's death was in any way related to the unavailability of the pump.